Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure. Unk date and name of the index surgical procedure: 8 days before (B)(6) 2019. The diagnosis and indication for the index surgical procedure? Unk. On what tissue was the suture used? Unk. What tissue dehisced? Unk. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unk. How was the suture placed (interrupted or continuous)? Unk. How was the suture tied (square knot or multiple knots one end)? Unk. The event reported post-op breakage 8 days after the procedure. Please clarify: ¿changed another one to complete surgery¿. Was there an issue with the suture intra-op? If yes, please describe. No, the description should updated as "this case is from health authority. It was reported that suture broke and incision dehiscence in postoperative 8 days. Resew incision with new device. Then patient condition changed better." The ¿customer requests investigation photos¿ has been checked. Will suture be returned for evaluation? No. Other relevant patient history/concomitant medications unk. What is physician¿s opinion as to the etiology of or contributing factors to this event? Unk. What is the patient¿s current status? Stable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number mk2713 is invalid. Please provide the correct lot number.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. On postoperative day 8, the suture broke and a dehiscence of the incision occurred. The patient underwent another procedure to re-suture the incision with a new device. The patient's condition improved. The patient's current status was reported as stable. Additional information has been requested.